Event description:
The reporter stated that the device result was 425mg/dl and a repeat test result was 170mg/dl. No treatment was alleged. The device was replaced and requested to be returned for evaluation.